Event description:
It was reported that the patient went into the doctor¿s office on (B)(6) 2014 due to flank pain. The doctor viewed the pocket and it was 100% open with the neurostimulator and wire hanging out of the pocket. The doctor put an ¿op site¿ over the implant. The device was explanted on (B)(6) 2014 and returned to the manufacturer. The doctor reported the patient was doing fine after explant. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Analysis of the stimulator, serial #(B)(4), found no anomaly. Analysis of the lead, lot #va0kycl, found its body cut through and segmented. No significant anomaly.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3093-28, lot# va0kycl, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), explanted: (B)(6) 2014, product type: programmer. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is complete.